Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated so much"), tooth loss ("lost two teeth") and teeth brittle ("three are crumbling"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, tooth loss and teeth brittle outcome was unknown. The reporter considered abdominal distension, medical device removal, teeth brittle and tooth loss to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, abdominal distension, tooth loss and teeth brittle". Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events "lost two teeth and three are crumbling" was added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloated so much / look 8 months pregnant all year around"), tooth loss ("lost two teeth"), teeth brittle ("three are crumbling") and weight fluctuation ("fluctuation in weight in a week is normal too. Sometimes I can fluctuate by 1/2 a stone in a matter of days") and was found to have weight increased ("makes you gain. Gained 8 ibs"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, abdominal distension, tooth loss, teeth brittle, weight increased and weight fluctuation outcome was unknown. The reporter considered abdominal distension, medical device removal, teeth brittle, tooth loss, weight fluctuation and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, abdominal distension, tooth loss and teeth brittle". Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received - new reporter. Events - weight fluctuation and weight gain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("bloated so much"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bloating ,medical device removal. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.